Event description:
It was reported that the lead was capped and replaced due to a insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 47.8cm was returned for analysis. Internal insulation abrasion was noted at 7.5-8.5cm, 11.0-11.5cm, and 11.3-12.3cm from the distal tip. The etfe coating was intact at these locations.